Manufacturer narrative:
(B)(4).

Event description:
The patient¿s ins has malfunctioned a couple times in the last few weeks. A few weeks ago it completely stopped working for 3 days, during that time the battery was draining in roughly 2 hours (normal was 1 week). No matter what settings there was no stimulation actually occurring. The patient jarred out of bed quickly and it restarted and had been functioning normally until this morning. Now the same thing happened again and the patient was in considerable pain with the battery already drained. This was severely interfering with the patient¿s ability to get to work. This seems to happen the day after the patient does any activity that involves bending. As indicated the last time the patient moved quickly 3 days after the error began, it returned to normal function. Additional information has been requested.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3550-39, lot# n333766, implanted: (B)(6) 2012, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
The patient¿s health care provider (hcp) reported it was not determined what the cause of the charging difficulties were at this time. Reprogramming was performed on (B)(6) 2014. Electrodes 0-7 are non-functional but this was noted at the previous reprogram. Amplitudes were increased on (B)(6) 2014. It was suggested to the patient that he logs his spinal cord stimulation (scs) use and charge times.